Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead was suspected to be fractured as the pacing impedance had increased and was noted to have triggered warnings. Noise was noted on the electrogram. The lead was capped and replaced. No further patient complications have been reported as a result of this event.